Event description:
The hcp reported "it was not possible to get a communication between the n "vision and the pump." The pump was explanted due to "not infusing." A f/u report will be sent when add'l info is rec'd.